Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer changed the gear pump. The sample arm was replaced as a preventive measure. Tubing in the wash station was worn in some points. The cuvette filling was checked and was correct. One of the was stations was not draining properly. When trying to process samples, bar code reader alarms and a pressure sensor alarm occurred. Cuvette blank alarms and abnormal cuvettes were observed. The incubation bath was checked and cleaned. The photometer was checked, the lamp was changed, and new cuvettes were installed. The wash station was checked.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. The sample was processed in a micro cup and initially resulted in a total bilirubin value of 3.7 umol/l. This value was reported outside of the laboratory. The result was questioned since it did not correspond to the patient's symptoms. The sample was repeated on a second analyzer, resulting in a value of 190.3 umol/l. The total bilirubin reagent lot number was 520422. The reagent expiration date was requested, but not provided.